Event description:
A caller reported a malfunction on a pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance in resetting the pump, and the customer was able to continue using it. The customer was instructed to contact support again if the malfunction code recurred, and they acknowledged these instructions.